Event description:
A user facility reported that a female patient returned to surgery for a lens exchange, due to her postoperative blurry vision and an implanted intraocular lens (iol) was reported as being tilted. When the lens was removed it was noted to have a twisted, faulty haptic. The exchange surgeon was not the implanting surgeon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).